Manufacturer narrative:
Additional implantable neurostimulator evaluation method code. Final device analysis revealed 'no anomaly found, normal neurostimulator function'. Lead #1, serial # unk. A 3.5 cm proximal segment of the lead was returned. The lead was stretched at the #0 connector. A short was detected at the #0 and #2 conductors under dry conditions. Final device analysis revealed a short between circuits due to overstress damage. Lead#2, serial #unk. The lead was ok, but cut through (suspected explant damage). Final device analysis revealed 'no anomaly found'. Extension: the extension was ok, but cut through (suspected explant damage). Final device analysis revealed 'no anomaly found'. Implantable neurostimulator plug serial # unk.

Event description:
The implantable neurostimulator was returned to the manufacturer with no additional information. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.